Event description:
Complainant alleged that the clinicians were setting up the device and internal handles for possible use on a pt. During set up of the device it was observed that when the unit was changed to 50 joules or above, the screen displayed a "defib fault 80" message. The clinicians then obtained another device for use on the pt. There was no adverse effect on the pt as a result of the reported malfunction.